Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed and as nipro, thailand is an OEM manufacturing site. Medical device lot #: 20k12t2 was reported, however, this is not a lot# manufactured for this product does not appear in our system for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set there was poor sleeve function. There was no report of patient impact. The following information was provided by the initial reporter: during blood collection, after inserting the first tupe, when the second tupe is passing blood is jumping from the rear end. The rubber part at the end of the wing set does not close.

Manufacturer narrative:
The following fields have been updated; d9: device available for eval yes, d9: returned to manufacturer on: 14-jul-2022 h.6. Investigation summary: bd received 3 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for sleeve does not recover with the incident lot was not observed. Additionally, 5 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve does not recover as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve does not recover. Bd was not able to identify a root cause for the indicated failure mode. Since the sleeve recovered of the device from the investigation of retained and returned samples, the cause is not attributed to a product non-conformity. To avoid potential risk of this problem, please puncture the needle into the blood collection tube and no incline puncturing as specified in IFU labelled on the inner box. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set there was poor sleeve function. There was no report of patient impact. The following information was provided by the initial reporter: during blood collection, after inserting the first tupe, when the second tupe is passing blood is jumping from the rear end. The rubber part at the end of the wing set does not close.